Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose level was 151 mg/dl. The insulin pump had not been exposed to moisture in the recent past and the buttons were not pressed for longer than three minutes. Nothing further was reported.